Event description:
Customer reportedly received the following results on the inform system: within 10 minutes - 512 mg/dl and 125 mg/dl and within 10 minutes - 432 mg/dl and 104 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
Intensive care unit.